Manufacturer narrative:
Several time-points images were submitted to gore for evaluation. Endoleaks cannot be evaluated on non-contrast studies. Post-implantation cta on (B)(6) 2019 appears to show contrast pooling in the aneurysmal sac outside the implanted device. Angiogram images on (B)(6) 2019 appear to show contrast outside the implanted device with a ¿blushing¿ effect. There appears to be 2 devices implanted by the end of the angiogram study on (B)(6) 2019. Although actual deployment of a second device is not included with submitted angio imaging. Comparison axial images of on (B)(6) 2019 cta and on (B)(6) 2019 cta appear to show: contrast pooling in the aneurysm sac on (B)(6) 2019 images. There appears to be 2 devices implanted on (B)(6) 2019 images. There appears to be resolution of the endoleak on (B)(6) 2019 time point.

Manufacturer narrative:
According to the gore tag® thoracic endoprosthesis instructions for use (IFU), the gore® tag® thoracic endoprosthesis is intended for endovascular repair of all lesions of the descending thoracic aorta. Also, the IFU states, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to aortic rupture, endoleak and reoperation.

Event description:
On (B)(6) 2013, the patient underwent treatment of a thoracic aortic aneurysm located in the aortic arch using a gore tag® thoracic endoprosthesis (tgt4520/10762704). During the same procedure, the thoracic arch branch vessels were bypassed and a stent graft was implanted into one of the branch vessels (¿chimney technique¿). In (B)(6) 2018, a follow-up computed tomography scan showed there was no endoleak or aneurysm enlargement. It was reported that on (B)(6) 2019, the thoracic aortic aneurysm was ruptured. The patient was transferred to the hospital and underwent an emergent re-intervention in order to treat the rupture. During the re-intervention, an intra-operative angiography showed a suspected type iii endoleak. The physician thought that it was a fabric type iii endoleak. A conformable gore tag® thoracic endoprosthesis (tgu454520j) was implanted to treat the endoleak. The endoleak was resolved. The patient tolerated the procedure. The physician reported that the endoleak was not originating from the chimney device in the branch vessel. A friction between the fabric and the stent might have contributed to the fabric type iii endoleak.